Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4 g3 g6 h2 h6 component code: mechanical (g04) - head h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. The root cause of the reported issue is attributed to use error, due to patient noncompliance with post operative instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location is unknown.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). Foreign: united kingdom . Multiple MDR reports were filed for this event, please see associated reports: MFR #: 0001825034 - 2023 - 00241. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device location is unknown.

Event description:
It was reported patient was revised approximately 6 weeks post implantation due to multiple dislocations and failure to comply with post op instructions. There is no additional information available at the time of this report.